Manufacturer narrative:
Unit received with high stop current due to faulty c4 at rf board. Unit received with cracked reservoir tube lip. Unit received with minor scratched lcd window.(B)(4).

Event description:
Customer reported that the insulin pump's battery life was only about one and a half days. Blood glucose level at the time of the call was not provided. No further information was provided.